Event description:
During a follow up phone call on a report for patient death, the nurse reported that the patient had peritonitis and gave the following information: the home patient passed away on (B)(6), 2010. The nurse of the hp stated the cause of death was cardio/pulmonary insufficiency. The patient was admitted to the hospital for peritonitis prior to his death. The hp was switched from apd to hemodialysis after the peritonitis episode and remained in the hospital until he passed away on (B)(6), 2010. A death certificate was not available and it was not known if an autopsy was performed.

Manufacturer narrative:
(B) (4).device not available.

Event description:
On 3/1/10, product surveillance contacted the home patient (hp)'s clinic about another issue and spoke with a nurse (rn). Per the nurse, the hp had expired; the nurse said that the hp had not expired at the clinic, at home, or during therapy, but did not have any additional details. Product surveillance received follow-up information from global pharmacovigilance on 3/2/2010 following contact with the nurse on 1/27/10 . Per nurse, hp passed away on (B) (6) 2010. The reported primary cause of death was congestive heart failure, and secondary cause of death was fungal peritonitis due to calciphylaxis and sepsis. Per nurse, the event of death was not related to any of the baxter pd solutions the patient was on. On the 29th of april product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of peritonitis while using the homechoice (hc) device. The nurse stated that to her knowledge the peritonitis was resolved prior to the patient's death. The nurse was unable to complete the peritonitis worksheet as she does not have the specific hospital information needed to complete it.

Manufacturer narrative:
(B)(4).